Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the patient was receiving a continuous octreotide (500mcg/100ml) infusion at a rate of 10 ml/hr. Attached to a peripheral IV. It was reported that while cleaning the patient, blood was dripping from the patient right hand. Upon closer observation, it was noted that the tubing broke off from y-site connection proximal to the male luer.

Manufacturer narrative:
The customer¿s complaint that the tubing separated from the y-site was confirmed. Visual inspection showed that the vinyl tubing was completely separated from the smartsite inlet port near the male luer. Functional testing was not performed due to the separation, which was leaking fluid inspection under magnification showed that both sides of the vinyl tubing had insufficient solvent applied at the engagement. Dimensional analysis was performed on the vinyl tubing; the tubing measured within specification. The root cause of the customer¿s experience was a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.

Event description:
The customer reported that the patient was receiving a continuous octreotide( 500mcg/100ml) infusion at a rate of 10 ml/hr. Attached to a peripheral IV. It was reported that while cleaning the patient, blood was dripping from the patient right hand. Upon closer observation, it was noted that the tubing broke off from y-site connection proximal to the male luer. The event occurred in the medical ICU unit.